Event description:
On 07/28/2009, the sales rep reported that on an unk date, the doctor's office had requested an acufix plate and screw for allergy testing. In 2008, the pt was implanted with acufix slimline product in c5-c7 area. On an unk date, the pt's primary physician suspected that the pt was having an allergic reaction to the implants. It is unk what the pt symptoms are. The sales rep gave the surgeon a 403-1122 and 402-43112 implant to perform allergy testing. At this time, no revision surgery has been performed, nor scheduled.

Manufacturer narrative:
Product is still implanted. Device manufacture date is unk. Evaluation is pending.